Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported issue of single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Unexpected medical intervention is a cases specific condition as a second clip was implanted and the mitral regurgitation (mr) was reduced to trace. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring additional intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The patient anatomy included a short, restricted posterior leaflet. The clip was advanced into the patient anatomy and grasped the leaflets. The clip was deployed and implanted; however, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A second clip was implanted. The mr was reduced to trace. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.